Event description:
Reportedly, the instrument stapled but did not cut. It remained jammed on the tissue. The doughnuts were cut manually, but an anastomosis leak was noted. The surgeon had to make a new colo-rectal cut and applied a new instrument with no problem.